Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call to have experienced high readings and low reservoir alarm. The customer's blood glucose reading was 600+ mg/dl. The customer treated with a bolus from her pump. After a few hours, the customer's blood glucose went down to 497 mg/dl. The customer ate and waited 2-3 hours and her blood glucose was 511 mg/dl. The customer had symptoms such as back tightness. The customer reported the drive support cap to appear normal. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.